Event description:
At the implant of this lv lead on (B)(6) 2011, it was noted that the patient had diaphragmatic stimulation from lv tip. The generator was reprogrammed. Lv lead remains in service. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).